Manufacturer narrative:
(B)(6).

Event description:
Distributor on behalf of patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.